Manufacturer narrative:
H6: codes were updated. No device was received for investigation. Therefore, the reported complaint is unable to be confirmed. If the device is received, the investigation will be re-opened for further evaluations. Based on the review of the service history and information provided from the customer we are unable to determine a probable cause as the device was not returned for evaluation. No event history log provided.

Event description:
It was reported that the blood observed on a patient's shirt with suspected leak at the connection between the extension tubing and cstd tip; blood noted at end of extension set. The continuous infusion rate had been 3 ml per hour, the starting or original reservoir volume had been 138 ml, and the remaining reservoir volume had been 38.8 ml. No injury reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.